Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot 68136, was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issues. The catheter failed the performance test due to a 50005 system notice indicating that the safety system detected fluid in the catheter and stopped the injection. Dissection and pressure testing revealed a guide wire lumen kink and breach at 1.34 inches proximal from the tip. In conclusion, the reported issue was confirmed through testing. The balloon catheter, 2af283 with lot 68136, failed the return product inspection due to a guide wire lumen kink and breach.

Event description:
It was reported that during a cryoablation procedure, the balloon catheter was broken. The catheter was replaced but the procedure took two hours to complete, with a difficult ablation of the right inferior pulmonary vein (ripv). The balloon catheter further tested out of specification upon the manufacturer's analysis. No patient complications have been reported as a result of this event.